Event description:
The international customer reported the ventilator alarmed and shutdown during use in normal ventilation operation. The customer reported the device was not in use therefore there was no patient involvement or harm. Review of the device diagnostic history noted vent inop occurrences due to data acquisition adc failures. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem. The service technician replaced the data acquisition pcb to motor controller pcb cable as a precaution to address the reported problem. Final applicable testing was completed with no further fault reported.